Event description:
The complainant reported delivery issues with an impella cp and guidewire. While preparing to insert impella, the wire was bent inside the cannula when the wire was passed through while holding the guidewire induction tube so that it would not come out. At the discretion of the physician, impella was inserted in the above state, but after placement in the left ventricle, the guidewire was stuck and could not be removed from the main impella unit. The pump and guidewire were removed once. Outside the body, the guidewire was removed from the main impella unit, but there was concern that a broken part had become mixed into the cannula, so the pump was replaced.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system: section: warnings & cautions: warnings; section: pre-support evaluation; section: direct aortic insertion; section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was most likely use related, while preparing to insert impella, the wire was bent inside the cannula when the wire was passed through while holding the guidewire induction tube so that it would not come out, but after placement in the left ventricle, the guidewire was stuck and could not be removed from the main impella unit. This led to the removal of the guidewire and pump being replaced as per the clinical description provided. Corrections to the initial MFR report: d4 UDI number was missing g1 MDR reporting contact email updated.